Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak. Customer's blood glucose level was unknown. Troubleshooting for the reservoir leak was performed. Customer advised their reservoir was low ans leaked when they changed it out. Customer removed the reservoir and noticed the infusion set was wet. Customer was assisted with changing out their infusion set.